Event description:
The initial complaint details provided by the customer indicated that one resolution clip device failed due to an issue related to a bend in the tip of the sheath that prevented the clip from extending. Four clips were returned from the customer. This complaint is related to the following medwatch reports: 6000048-2006-00214 and 6000048-2006-00215; attached. The complaint has reported that a pt (age and gender unk) underwent a therapeutic procedure to perform hemsostasis within the stomach. The resolution clip device could not be deployed due to a bend at the tip of the sheath which resulted in the clip becoming stuck. The clip could not be extended, the clip was not deployed. The pt did not sustain any reported complications or ill effect as a result of the deployement issue due to the bend in the sheath.